Manufacturer narrative:
The patient was admitted to the ER and has allegedly not been able to work. It was reported that customer had a person on an ambulance ride along who was not trained on the operation of the cot. The person then caused the cot to drop when they tried to help the emts. It was reported that the cot was inspected by a third party technician following the event and no defects were found. Evaluated by third party technician.

Event description:
Upon arrival at ER, when pulling the cot with patient from the vehicle, it collapsed to ground. It was reported that the patient complained of neck and back pain after this event.